Event description:
It was reported that prior to use the bd vacutainer® 9nc plus blood collection tubes, the device was discovered to have foreign matter within the tube. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the customer reported that several tubes were found to be dirty.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the bd inventory were visually checked and the issue of foreign matter (dirty) was not observed as no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.